Event description:
In 2008, pt had dura guard implanted during a chari malformation surgery. Approx 1 month later, the pt presented to the hospital with symptoms of headache, vomiting, neck ache, photophobia, and lack of appetite. Surgeon obtained a spinal sample which was tested for bacterial & viral meningitis. No pathogens were found in the spinal fluid. Surgeon suspected aseptic meningitis. He prescribed antibiotics and steroids to treat the symptoms. Pt improved, but had double vision and tongue maladies due to cranial nerve 12 involvement. Surgeon then explanted the dura guard the next month. Pt has recovered without further problems and no outstanding issues.

Manufacturer narrative:
No conclusion can be drawn since the device was not returned to the manufacturer for evaluation. Device lot numbers not reported to manufacturer therefore, manufacture and expiration dates unk.